Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve separated from the rest of the minicap transfer set; further described as "the white part of the transfer set disconnected from the rest of the transfer set". It was also stated that the patient could not disconnect the transfer set from the amia cassette further described as "patient could not disconnect self from the cycler". This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.